Event description:
Customer reported generation of erroneous high patient results with negative anion gaps for sodium and chloride involving the dxc 700 au clinical chemistry analyzer. The erroneous results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer and found the tubing from reference block to reference block damaged. The cause of failure was identified as the damaged tubing. The fse replaced the tubing, connector, and t holder to resolve the issue. The fse performed system verification successfully. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).